Event description:
It was reported that the procedure was to treat the left anterior descending coronary artery with heavy calcification and moderate tortuosity. The 4.0x15mm nc trek neo balloon dilatation catheter (bdc), which was prepped per instructions for use, was advanced with resistance noted from the patient anatomy. The balloon was inflated when a rupture occurred at an unknown pressure. A non- abbott bdc was used to continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.